Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker knee.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that the patients knee locked up and swelled. Patient was in pain and her knee progressively got worse. Surgeon decided to revise.

Event description:
It was reported that the patient's knee locked up and swelled. Patient was in pain and her knee progressively got worse. Surgeon decided to revise.

Manufacturer narrative:
The following other devices were added in this report: triathlon prim tib baseplate ¿ cemented; cat# 5520-b-300; lot# hormd. Simplex p - us full dose 10-pk; cat# 6191-1-010; lot# ret064. Triathlon cr fem comp #3 l-cem s8ahb; cat# 5510-f-301; lot# s8ahb. Triathlon asymmetric x3 patella 4yvm; cat# 5551-g-320; lot# 4yvm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding poor range of motion, swelling, and pain involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: not performed because the device was not returned for analysis. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: after a manipulation in the early postop period, reported range of motion was 0-114 degrees. She subsequently developed progressive pain, swelling and decreased range of motion. [¿] based on the available information this per was not device related. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the reported range of motion issue and pain was not related to the device. A review of the provided medical records by a clinical consultant indicated, ¿after a manipulation in the early postop period, reported range of motion was 0-114 degrees. She subsequently developed progressive pain, swelling and decreased range of motion. Preoperative planning MRI verified technique accuracy. Based on the available information this complaint was not device related. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.